Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the sensor kit fell apart when applying a new sensor. As a result, customer experienced sweating, ¿shaky¿, and loss of consciousness and required glucose liquid by a third-party for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported the sensor kit fell apart when applying a new sensor. As a result, customer experienced sweating, ¿shaky¿, and loss of consciousness and required glucose liquid by a third-party for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. Sensor plug was properly seated. Snapped sharp was observed. Visual inspection has been performed on the sensor plug assembly, cracked sensor neck was observed. Unable to perform further investigation due to no product returned. Issue closed to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.